Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of event are consistent with complaint. Cp pump 590658 is initially connected to ic10026 but there is a placement signal not reliable alarm and the user is requested to disconnect the cable and reconnect. The user follows the instructions, with a calculated g0 close to the factory and the pump is started, but immediately got a placement signal low alarm. The rtlogs show the first insertion had optical signals indicative of an air gap, and the second insertion despite measure optical signals as expected (and pulsatile), calculated placement signal was 0mmhg and did not change. Device analysis: the 5s was measured and was as expected. Additionally, the disconnect time of <1 second was attempted to be reproduced but was unsuccessful. Similarly an air gap could be forced to occur by slightly disconnecting the optical connector but the placement signal flatlining at 0 could not be reproduced. Investigation into a possible aic sw defect (gid-dft-3734730) concluded that the software operated as per design and correctly responded to all triggering criteria of pump disconnection and connection. Root cause: the cause of the issue was not determined since issue could not be reproduced. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. D4 unique identifier (UDI) # updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a patient with impella cp placement cardiogenic shock and ventricular septal defect vsd. However there was no optical sensor displaying on console. The physician was not comfortable with no waveforms, opted to remove and place new impella cp. However after a cross functional meeting with both the disposable and durable investigation teams the following actions have been identified. The reported optical signal issue(s) were found to be due in part to the console.